Manufacturer narrative:
Concomitant medical products: lnq11, icm, implanted: (B)(6) 2016.

Event description:
It was reported that the patient complained of chest pain. It was noted that the right ventricular (rv) lead exhibited low r waves, high thresholds, and a decrease in impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.